Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that insulin was present at the p-cap connection. The customer stated the p-cap released itself from the resrevoir. Customer's blood glucose was 284 mg/dl. The customer could not recall how the damage occurred. Customer declined to return the product for analysis.